Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode sodium results on their c501 analyzer. The customer provided data for 56 patients, 47 of which had discrepant results that were reported outside the laboratory. The customer stated that on (B)(6) 2013, the calibration and quality control results had data flags. The calibration after that on (B)(6) 2013 had no flags. Repeat testing was performed on the same analyzer as the initial testing. The customer stated all bottles of reagent were replaced after the incident. The customer stated the pinch valve and sipper tubing was replaced last night. There were no adverse events. The sodium electrode lot number was not provided and the expiration date was 04/30/2014. The field service representative found fluidics failures and sipper probe issues. He conducted visual and physical checks of the entire ise system, and damage was noted to the sipper probe. Upon re-insertion of the reference electrode, he received ise alarms during calibration and quality control. He removed and inspected the electrode again and found a large flake of dried liquid. After that, calibration and quality control were performed without alarms and were acceptable. He observed the first 20 samples run after the acceptable recovery. The customer continued to perform quality control every 4-5 racks after that. The next day, the field service representative returned to the customer site. He found fluidics failure of the sipper probe. He replaced the sipper nozzle. He performed successful ise checks. The customer performed successful calibration and quality control. A 21 sample precision test was performed with acceptable results.